Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing frequent asymptomatic chronic low flow alarms related to cannula position. The patient has been medically assessed and cleared. Low flow software was installed. Low flow threshold to 2.0 liters/min on both primary and backup system controllers via low flow adjustment threshold (lfat).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later reported that the low flow alarms resolved with the threshold adjustment. The patient continued to be monitored.